Event description:
I had the essure procedure in 2004. Prior to that I had been diagnosed with ibs and fibromyalgia in 1989. Following the essure procedure, I have since developed chronic allergies, I break out in hives randomly, ovarian cysts, hypothyroidism and nodules, tmj, chronic migraines and mitral and tricuspid valve regurges. I experience irregular bleeding and remain on birth control pills at (B)(6) now to control the cysts and bleeding as best as possible. Have had pelvic pain on and off since procedure to which my ob/gyn claims it's likely just part of my fibro. I also cannot take medications without throwing serious side effects to them to the joint where I am running out of medications, I can take when I am sick.